Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly noted. No unexpected gap noted between the motor slide tip and the test reservoir. Pump had cracked case at display window corner, battery tube threads, reservoir tube window, reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s current blood glucose level was unknown. The drive support cap was normal. The customer was also stated that the customer was not wearing insulin pump during manual prime process. The insulin pump will be returned for analysis.